Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 17 unopened pouches to analyze both patients. Analysis and results: there are no previous complaints of this code-batch. We have received two different cases (2 patients) from the same hospital. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 17 closed samples to analyze both cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 4.47 kgf in average and 4.24 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 3.65 kgf in average and 3.41 kgf in minimum. B. Braun surgical requirement is 2.26 kgf in minimum. These values are the usual and current ones for this thread and size. For your information, biocompatibility of safil® has been tested in numerous experiments. In sensibilisation and irritation tests the harmlessness of safil® was proved. As stated in the instructions for use (IFU) of safil mode of action: "when safil® suture materials are employed there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Safil® is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. About 60 - 70% of the original tensile strength remains after 14 days of implantation and about 24-42% after 21 days. The complete mass absorption of safil® takes place at 60 - 90 days, when the tissue is normally perfused." Nevertheless, there are risks (side effects) associated to the use of safil® suture, which are typical for any (absorbable) suture and which are mentioned in the IFU of safil®: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." A review of the batch manufacturing record show this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfil usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue postoperatively with safil; the patient experienced an inflammatory reaction. On (B)(6) 2019 the patient underwent debridement of bilateral hallux joints. The capsules were closed with safil and the skin with dafilon. Normal treatment with antibiotics and pain medication was given. Five days later, there was some mild dwelling; on (B)(6) 2019, a small hematoma at the suture line was observed. On (B)(6) 2019, the patient presented with mild swelling and redness above the area with the deepest suture placements. One portion of suture was observed extending from the incision and it was cut off. The local swelling continued on through (B)(6) 2019. The sutures were palpable at that time, however, the patient no longer experienced pain when pressure was applied to the area. One portion of suture was visible in the incision on the right foot; and on the left foot a piece of suture was apparent under the surface of skin. The scabs were noticeably improving on that date. Additional information was not provided.